Manufacturer narrative:
Thee insulin pump received with broken reservoir tube lip noted. Pump passed displacement test.

Event description:
The customer reported via phone call that the insulin pump was cracked from the reservoir compartment. The customer blood glucose level was 110 mg/dl. Customer reported damage to the insulin pump. The device will be returned for analysis.